Event description:
This complaint is reportable based on the analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. Access was obtained via the femoral artery. The concentric, de novo, 35mm in length target lesion being treated was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. Pre-dilation with a 1.5x15mm non-bsc balloon catheter was performed. A 2.75x38mm promus element sds was advanced and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified the hypotube had kinked at approximately 300mm and 870mm from the catheter's strain relief. A further kink was noted in the stent and balloon section 35mm proximal from the tip of the device. This kink caused the struts on the seventeenth row in from the proximal end of the stent to be raised up and the balloon to be kinked. The tip of the device was damaged at the distal edge. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).